Event description:
The user facility reported a 62-year-old female being placed on impella cp required mechanical circulatory support. The complainant reported that the surgical team was unable to cross the valve with pig and j wire and using a straight and al 1 wire caused the wire to cross at a strangle angle. The patient chart revealed that the patient had a mechanical aortic valve placed previously. The implant was aborted with plan to convert to venoarterial extracorporeal membrane oxygenation (va ECMO).

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, because of the patient's prexisiting mechanical aortic valve as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.